Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat a pt who was experiencing severe chest pains and was diagnosed with acute st elevation myocardial infarction (stemi). A 2.0 x 12 voyager was used to pre-dilate, but the inflations gave the pt a timi 2 flow (ischemia) and he became bradycardic. Atropine was given and a balloon tipped pacemaker was placed. The pt recovered prior to using the pacemaker. After implanting a 4.0 x 28 vision stent, the 4.0 x 12 vision was to be placed. The vision was examined during prep and the stent looked somewhat odd, but the device was still used. Once under fluoro, the stent could not be seen, so the device was removed. The stent delivery system was examined and it appeared to have a plastic sleeve covering the stent and balloon. A 4.0 x 18 vision stent was implanted successfully. Post stenting pt diagnosed with inferior stemi. A cine cd of the procedure was returned for review. This is being filed based on the device analysis which revealed crimp marks indicating the stent may have dislodged during unpacking.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to perform an eval at the time of this report. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a kink in the hypotube, 5.5 cm distal to the strain relief tubing. There was a kink in the distal shaft, 1 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath and plastic sleeve were not returned. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.